Event description:
The patient's family member called to report inaccurate erratic readings with pt's one touch ultra meter. Pt had been using the meter (plasma calibrated). For a "couple of days." Their previous meter was a one touch basic (whole blood calibrated). In the afternoon of 10/01, the reporter found the patient lying on the couch in a "daze stare," with chills and non-responsiveness. Family member tested pt on their ultra meter with a result of 43 mg/dl and gave pt glucose tablets and a glass of juice. Family member tested him 11 minutes later with a bg of 111 mg/dl. Family member reports that continual testing produced erratic results. Family member then tested pt on their basic meter with a result of 31 mg/dl and gave pt more juice to which pt responded and came around. Comparative testing with the two meters yielded erratic results on the ultra meter. No hcp intervention was sought. Family member was uncertain if they were told the difference between the two meters.